Manufacturer narrative:
Neither samples nor pictures were received for analysis of the complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause for alleged failure of breakage/cut cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when handling the tubing in order to insert it into the cadd pump to vacuum the tubing, a flow is noticed. After observing the tubing, a slit was visible at the eye near the black casing at the junction of the silicone and the casing. The liquid flows from this place during the vacuum. As the system is not watertight, it is impossible to use the tubing. The tubing had to be changed to meet the patient's treatment. There was unknown patient involvement and unknown patient harm/adverse event reported.